Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the advantage plus endoscope reprocessing system and found that the water line was leaking. The operator manual states, "liquid chemicals and/or chemical vapors may be present; wear ppe." The technician repaired the water line, tested the function and operation of the advantage plus endoscope reprocessing system, confirmed it to be operating to specifications and returned the device to service. The advantage plus endoscope reprocessing system is not under steris service agreement for preventive maintenance activities. The user facility is responsible for all maintenance activities. No additional issues have been reported.

Event description:
The user facility reported an employee was cleaning up fluid from their advantage plus endoscope reprocessing system drip tray and began to feel lightheaded. The employee sought fresh air. It is unknown if additional medical treatment was sought or administered.